Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 19mm 11500aj aortic valve, implanted in the pulmonary position, was explanted after an implant duration of four (4) years, eight (8) months due to pulmonary regurgitation secondary to degeneration. The patient presented with severe edema, although she had few symptoms. The explanted valve was replaced with a larger 29mm 11500aj valve. The patient status was reported as under treatment. Per the reported information, patch enlargement was also performed during this pvr. All three leaflets of this 19mm 11500aj valve appeared to be shrinking, while pannus was observed on the valve. The surgeon commented that shrunken leaflets most likely caused pulmonary regurgitation and suspected the device malfunction of the 19mm 11500aj valve. The surgeon requested a histological analysis of the 19mm 11500aj valve to determine what was causing the degeneration. A 28mm 6200t tricuspid ring (2023-16389-02) was simultaneously explanted due to tricuspid regurgitation.

Manufacturer narrative:
Customer complaint of valve dysfunction due to degeneration was confirmed through product evaluation. Histology findings determined that the specific cause of the valve dysfunction and reported degeneration was due to pannus overgrowth, and no evidence of structural valve deterioration was identified. Per product evaluation, customer reports of regurgitation and degeneration were confirmed through observed host tissue overgrowth. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 2 at the inflow aspect and 6mm on leaflet 2 at the outflow aspect. The free margins of all three leaflets were pulled inward due to host tissue overgrowth on both the inflow and outflow aspects and created a gap in the central coaptation region. Host tissue overgrowth on the stent circumference was moderate to heavy on both the inflow and outflow aspects. Host tissue overgrowth restricted leaflet mobility and led to stenosis. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Part of the sewing ring was cut off around commissure 3. Multiple suture pledgets and sutures remained attached to the sewing ring around the valve. Photos provided appeared consistent with lab findings. Per histology report, leaflets 1 and 2 showed presence of pannus on the inflow and outflow surfaces focally, and the leaflets were retracted due to the presence of pannus. The thickness of the pannus was greater focally and slightly greater than the leaflets. Leaflet 3 was attached to the sinus of valsalva near the base and showed presence of polyester on the intimal surface of the sinus, likely due to a tight fit of the valve to the outflow tract. Inflammation was only observed in the areas where the polyester was present; otherwise, no inflammation was observed on the inflow or outflow surface of all three leaflets. No fibrin deposition was present. Only neointimal thickness was observed, being the least present on leaflet 3. No inflammation, thrombus, or degeneration was observed. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance deficiency; no use-related issue with a hazardous situation; no device related infection; and no evidence of a product failure with regard to design, reliability, or use error. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA scar pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. The most likely cause is patient factors.

Manufacturer narrative:
Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. H3: evaluation summary: customer reports of regurgitation and pannus were confirmed through observed host tissue overgrowth. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 2 at the inflow aspect and 6mm on leaflet 2 at the outflow aspect. The free margins of all three leaflets were pulled inward due to host tissue overgrowth on both the inflow and outflow aspects and created a gap in the central coaptation region. Host tissue overgrowth on the stent circumference was moderate to heavy on both the inflow and outflow aspects. Host tissue overgrowth restricted leaflet mobility and led to stenosis. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Part of the sewing ring was cut off around commissure 3. Multiple suture pledgets and sutures remained attached to the sewing ring around the valve. Valve will be sent to r&d for histology. Photos provided appeared consistent with lab findings.

Event description:
It was reported that a 19mm 11500aj aortic valve, implanted in the pulmonary position, was explanted after an implant duration of four (4) years, eight (8) months due to pulmonary regurgitation secondary to degeneration. The patient presented with severe edema, although she had few symptoms. The explanted valve was replaced with a larger 29mm 11500aj valve. The patient status was reported as under treatment. Photos of the device were provided by the doctor for imaging evaluation. The device is available for return. The preoperative echo images will be provided for imaging evaluation. Per the reported information, the patient received an anticoagulation therapy after the valve implant. At the time of explant, no stent post was in contact with the pulmonary artery wall, but the orientation of the valve was not provided by the surgeon. All three leaflets of this 19mm 11500aj valve appeared to be shrinking, while pannus was observed on the valve. The surgeon commented that shrunken leaflets most likely caused pulmonary regurgitation and suspected the device malfunction of the 19mm 11500aj valve. The surgeon requested a histological analysis of the 19mm 11500aj valve to determine what was causing the degeneration. A 28mm 6200t tricuspid ring (B)(4) was simultaneously explanted due to tricuspid regurgitation. A patch enlargement was performed during this explant surgery.

Manufacturer narrative:
H3: evaluation summary: customer reports of regurgitation and degeneration were confirmed through observed host tissue overgrowth. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 2 at the inflow aspect and 6mm on leaflet 2 at the outflow aspect. The free margins of all three leaflets were pulled inward due to host tissue overgrowth on both the inflow and outflow aspects and created a gap in the central coaptation region. Host tissue overgrowth on the stent circumference was moderate to heavy on both the inflow and outflow aspects. Host tissue overgrowth restricted leaflet mobility and led to stenosis. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Part of the sewing ring was cut off around commissure 3. Multiple suture pledgets and sutures remained attached to the sewing ring around the valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 customer complaint of valve dysfunction due to degeneration was confirmed through product evaluation. Histology findings determined that the specific cause of the valve dysfunction and reported degeneration was due to pannus overgrowth, and no evidence of structural valve deterioration was identified. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Per product evaluation, customer reports of regurgitation and degeneration were confirmed through observed host tissue overgrowth. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 2 at the inflow aspect and 6mm on leaflet 2 at the outflow aspect. The free margins of all three leaflets were pulled inward due to host tissue overgrowth on both the inflow and outflow aspects and created a gap in the central coaptation region. Host tissue overgrowth on the stent circumference was moderate to heavy on both the inflow and outflow aspects. Host tissue overgrowth restricted leaflet mobility and led to stenosis. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Part of the sewing ring was cut off around commissure 3. Multiple suture pledgets and sutures remained attached to the sewing ring around the valve. Photos provided appeared consistent with lab findings. Per the attached memorandum containing the corrected diagnostic report, there is diffuse pannus inflow and outflow, especially on leaflet 1 and 2; leaflet 3 is adherent to the base of the pulmonary artery and the free edge is rolled due to neointimal thickening focally. Pulmonary artery shows adherent polyester with foreign body reaction on the intimal surface in the region of leaflet 3. Per histology report, inflammation was only observed in the areas where the polyester was present; otherwise, no inflammation was observed on the inflow or outflow surface of all three leaflets. No fibrin deposition was present. Only neointimal thickness was observed, being the least present on leaflet 3. No inflammation, thrombus, or degeneration was observed. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. The most likely cause is patient factors.